Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device had been exposed to therapeutic radiation. After a device software download, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.